Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not have a history of retention. They noted that the patient did have some ¿neurogenic bladder¿ due to cva. From the voiding diary: on (B)(6) 2019 6 am void urge 1/5; 7:25 am no void, urge 1/5; 8:15 am ¿ void, urge 3/5. The hcp stated that the patient was not in retention on the day of complaint. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2019. It was reported the trial patient stated that he had a problem early this morning with urinating. He felt like he had a really strong urge to go but he could not hardly void any urine output. No further complications were reported or are anticipated.